Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 and also (B)(6) 2018 to assess the testing instrument in question and determined on (B)(6) 2018 that the centrifuge was not centered, so the fse corrected the cent c issue. On (B)(6) 2018, the fse found several well fill errors, which was confirmed in the error log, and also that the washer supply line had a significant amount of air in the lines. The fse found the supply and waste lines to not be secured tightly to the manifold. The fse subsequently secured the supply and waste lines to the manifold, and primed the instrument to remove all of the air from the lines. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported a collection of unexpectedly negative crossmatch outcomes on an echo lumena instrument, being performed under an instrument validation scenario only.